Event description:
A customer reported experiencing a cgm error 42 with their device. Their blood glucose level remained unaffected during this issue. The customer successfully resolved the error by resetting the pump and was able to begin a new sensor session without further issues.